Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customer's reported issue statement. (B)(4).

Event description:
Customer reported the alarm does not sound at the nurse's station when the nurse call option is in use. The date when the issue was discovered is unk. No pt incident or injury was reported.